Event description:
It was reported that, after a right tka surgery had been performed on (B)(6) 2020, the patient experienced joint infection. This adverse event was addressed by a revision surgery on (B)(6) 2022 to exchange the femoral component. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated infection. The clinical/medical investigation concluded that, per case details, the patient experienced an unspecified joint infection and subsequent revision approximately 1.5 years after a tka surgery was performed. The patient¿s current health status is unknown. It has been communicated per email correspondence that no additional information was provided. Without the requested information, the root cause of the reported unspecified infection cannot be definitively concluded. The patient impact beyond the reported unspecified infection and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.